Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use for a liver cancer procedure. During procedure, it was noted that the middle part of the microcatheter was fractured when inserted into the vessel. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. The device was returned for evaluation. The hub, shaft and tip were microscopically examined. Shaft fracture was observed at 21.2cm from the hub. The location, stretching and the fracture that was noticed is consistent with interference with another device such as an introducer sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use for a liver cancer procedure. During procedure, it was noted that the middle part of the microcatheter was fractured when inserted into the vessel. The procedure was completed with a different device. No patient complications were reported and patient's status is stable.